Manufacturer narrative:
A visual examination of the returned drill was performed under magnification. There is no significant wear or damage across the length of the drill. The break at the tip of the drill appeared to be brittle in nature due to the surface texture of the break site. The drill tip fragments were not returned. Approximately 0.06" of the drill tip broke off. The fracture surface is at roughly a 45-degree angle, which implies torsional failure. The drill does not appear to be significantly used or worn, based on the condition of the cutting edge along the length of the flutes.

Event description:
While drilling a hole in a bone for screw insertion, the drill broke. A piece of the drill remains implanted in the bone.